Manufacturer narrative:
A beckman coulter (bec) laboratory solution specialist (lss) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. Lss determined the customer used third-party reagent which was not manufactured and distributed by beckman coulter. The lss reviewed the reaction curve of the initial result, the lss noted the reaction curve was fluctuated with an asterisk flag (per au5800 instructions for use the asterisk indicates linearity error in rate method). Lss inspected the instrument and noted that the mix bars were dirty. Lss communicated with the customer and noted that the customer did not clean the mix bars while performing weekly maintenance, which led to carryover. Lss cleaned the mix bars to resolve the issue. No hardware parts were replaced. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4) .

Event description:
The customer in china reported the clinical department questioned a high patient result for total bile acids (tba) generated on their au5800 chemistry analyzer. The sample was repeated with results within range. The patient was admitted to the hospital due to the false high tba result. No treatment was provided to the patient. The patient was not harmed as a result of this event. The customer did not provide patient demographics.